Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 7/14/2021. H.6. Investigation: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1134868 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1134868. Retention samples from batch 1134868 were not available for inspection. One unopened 100pack carton was shipped as a return for investigation (carton 0651). Prior to inspection, the unopened sleeves were divided and incubated at 20 to 25 degrees c (5 sleeves) and 33 to 37 degrees c (5 sleeves). Plates were inspected at 3 days incubation and 2/100 plates incubated had surface bacterial growth (time stamps 2010 and 2011). One plate was submitted to the ID lab and pseudomonas fluorescens was identified. Two photos were received for investigation. One photo shows eight opened plates, agar side up, with bacterial growth in each plate. The other photo shows the bottom of a plate from batch 1134868 (time stamp 1657) with the plate print featured for batch verification. This complaint can be confirmed. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. CAPA#3076308 has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination. H3 other text : see h.10.

Event description:
It was reported that 15 plates of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) were contaminated. The following information was provided by the initial reporter: customer reports there were about 12-14 cultures that were setup on plates from the contaminated lot. The techs were able to determine that there were contaminating organisms due to streak pattern. None of the contaminants were reported on patient cultures; therefore, there were no corrected reports, or changes to patient therapy. What kind of contamination was observed? The contamination is varied; there were plates with bacillus only there were others with multiple organism morphologies.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 plates of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) were contaminated. The following information was provided by the initial reporter: customer reports there were about 12-14 cultures that were setup on plates from the contaminated lot. The techs were able to determine that there were contaminating organisms due to streak pattern. None of the contaminants were reported on patient cultures; therefore, there were no corrected reports, or changes to patient therapy. What kind of contamination was observed? The contamination is varied; there were plates with bacillus only there were others with multiple organism morphologies.